Manufacturer narrative:
Device evaluation summary: during evaluation of the device, missing material was observed on the anterior view measuring approximately 0.4 x 0.5 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Although no conclusion could be reached on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. It should be ensured that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. Reason for device explant and/or reoperation: intraoperative rupture manufacturer's reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast augmentation revision with a mentor 225cc memorygel breast implant that ruptured intraoperatively (during insertion). As a result, the device was replaced with a 250cc memorygel device and the procedure continued. No patient consequences or surgical delays were reported.